Manufacturer narrative:
H2: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable or non-reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (3012307300-2024-04072) is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the pump had a medication incident involving patient access to a cadd pump. The investigation noted that the cadd pumps had a key lock to secure the drug used and a numerical code to change the parameters of the infusion. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3 and g1. And the oakdale FDA registration number has been used for the manufacture report number. Date of event: unknown. No information has been provided to date. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.